Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on information provided, the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy/anatomical structures. The reported mr is a cascading effects of the reported slda. Mitral valve regurgitation (mr)is a known possible complication associated with mitraclip procedures. Hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, two mitraclip xtr's were implanted successfully and the procedure was discontinued. The final mr was grade 1-2+. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, the patient returned for a follow-up transthoracic echocardiogram (tte). It was identified that a single leaflet detachment (slda) occurred and the clip was no longer attached to the anterior leaflet. The mr returned to grade 4+. The patient was referred to the surgical intervention team.